Event description:
Event: the patient presented with an acute distal right m1 cerebral occlusion and was taken for mechanical thrombectomy. A zoom 88 aspiration catheter was positioned in the petrous internal carotid artery from a right groin access past a 360 degree vascular loop in the upper right cervical internal carotid artery (ica). Three imperative care pump aspiration only passes were performed using zoom 71 aspiration catheter in combination with zoom 35 aspiration catheter which were unsuccessful to remove the thrombus. Then, a fourth pass was performed using a velocity micro catheter which was used to deploy a stryker 4 mm x 28 mm trevo nxt stent retriever over the thrombus, and the zoom 71 aspiration was advanced to the thrombus interface, and the zoom 71 was connected to pump aspiration after removal of the velocity micro catheter. After two minutes, the retriever and zoom 71 catheter were withdrawn together. During the pull back of the thrombus, there was tension generated which resulted in the zoom 71 catheter fracturing in the cervical ica loop. The retriever was successfully removed and the proximal 3/4 of the catheter were removed. The distal 1/4 portion of the catheter was retained in the right cervical ica loop to the distal right m1 segment. Attempts to re-access the retained catheter via fractured portion with the microcatheter and microwave to remove with a retriever was unsuccessful as the fractured portioned was deformed and resting against the wall. Attempt to retriever with a snare was also unsuccessful. It was also not possible to navigate 021 and 027 microcatheter around the catheter beyond the supraclinoid ica due to insufficient room in the vessel. There was flow around the catheter to the right ica and right anterior cerebral artery but no flow to the right middle cerebral artery. I consulted on call vascular surgeon, and there was no open solution from his standpoint given circumstances and high location. Outside hospital provider also recommended leaving the retained foreign catheter as I had exhausted all options. There was no intracranial hemorrhage in the post op head computed tomography (CT) after the mechanical thrombectomy. The patient went on to complete his right mca infarct the next day. Product: zoom 71 reperfusion catheter lot: f2434801/fg00543-11 by imperative care, inc.